Event description:
It was reported that the spinal cord stimulation (scs) patient experienced numbness in bilateral legs and difficulty with movement of right leg overnight after the scs implant procedure. A computerized tomography (CT) scan revealed an epidural hematoma above the lead site. The physician assessed that a surgical tool that was used during the implant procedure may have made contact with a vein causing the hematoma. Therefore, the patient underwent a surgical procedure to evacuate the hematoma and remove the blood clot. No devices were removed and all impedances were normal. The patient was stable postoperatively. There was no further course of action planned.